Event description:
It was reported by a former customer located in (B)(6) that, for about 3 years, the results for tsh for one patient were high on an immulite 2500. The former customer reported that the patient was treated with levothyrox, without benefit and noted that the patient was tested at another lab (hospital) where the patient's tsh result on a cobas 600 instrument was not detectable. There were no known reports of injury to the patient due to the treatment with levothyrox.

Manufacturer narrative:
This MDR is being filed in an excess of caution. We have no basis for a determination that the immulite 2500 malfunctioned or that the patient sustained any injury associated with treatment with levothyrox. It is possible that the reported anomalous result was due to the following issue noted in the instructions for use: "heterophilic antibodies in human serum can react with the immunoglobulins included in the assay components causing interference with in vitro immunoassays." "Samples from patients routinely exposed to animals or animal serum products can demonstrate this type of interference potentially causing an anomalous result. These reagents have been formulated to minimize the risk of interference; however, potential interactions between rare sera and test components can occur. For diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." We are making continued efforts to locate additional information regarding this reported event.